Event description:
Reporter went to a medical spa to have coolsculpting done. She was told she is a good candidate so she proceeded to have procedure done. Time passed after the procedure and she noticed a large black hole on her skin. She developed psoriasis which caused itching. She states "there is no regulation from the FDA" and people need to be aware of the potential harm it can cause.